Event description:
It was reported via medwatch mw5118134 that the wire tip detached. A 200 cm x 10 cm fathom-14 was selected for use to embolize an acute bleeding. During the procedure, the end of fathom wire broke off and remained in the patient's body. The physician felt that it would be more dangerous to attempt to retrieve the foreign object as the patient is dnr (do not resuscitate) condition.